Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Functional testing was performed and pressure would not stabilize within the cuff. The cuff was found to be non-hermetic at the junction where the tubing meets the cuff adapter. This resulted in a leak rate greater than 1.0 l/min and pressure of 300 mmhg could not be obtained. The returned complaint device was submerged into a plastic bin full of water to indicate where the leak was coming from. A review of the DHR could not be performed as the lot number was not reported. The reported event could be attributed to the pressure tourniquet cuff being mishandled, damaged and/or broken during use (leak). The instructions for use (IFU) state: it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. Avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. Directions for use: before beginning the procedure, verify compatibility of all devices and accessories. Prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patient's limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. Secure the cuff fasteners to ensure that the cuff stays in place during the procedure. If the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post market surveillance.

Event description:
It was reported that the tourniquet cuff pump stated "cuff leak" when plugged in during case. A new pump was brought in and same error code appeared. Replaced with another device. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.